Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was 898 mg/dl at the time of hospitalization. The customer stated that the symptoms related to high blood glucose such as vomiting. The customer was treated with insulin drip. Customer declined to troubleshooting for high blood glucose value. The device will not be returned for analysis.